Event description:
It was reported that patient had a revision of a failed hip.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cup. The unknown liner & unknown head was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.